Event description:
It was reported that a pump "has a downstream occlusion." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log confirmed the reported "downstream occlusion" alarms, however, no "downstream occlusion" alarms occurred during testing. A downstream occlusion test was performed with the unit passing. The unit also passed additional downstream occlusion tests.